Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record noted no rework. This is the final report.